Event description:
It was reported that during a partial knee replacement surgery, the motor device was "smoking during the cutting process". The motor device was in use for twenty minutes and then began to smoke. There was a ten minute delay to the surgical procedure as a result. A spare device was available for use. There were no patient or user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.